Event description:
Same case as mfg. Report #: 2134265-2010-03324. It was reported that during a percutaneous transluminal stent placement procedure, removal difficulties occurred. The target lesion was located in the pulmonary vein. The 8.0 x 20mm express vascular ld premounted stent system was advanced across the lesion. The physician inflated the stent delivery system (sds) balloon "to the advised atm on the box, and the stent deployed in the intended location. As the physician began to withdraw the sds, it became caught on the distal end of the stent. The express stent was not well apposed to the vessel wall. It was noted that the size of the pulmonary vein was "larger than the measurement suggested". During each attempt to remove the sds, the stent would "move". It was further noted that "there was no chance of wall apposition as the vessel was larger than the stent". Eventually, the stent "dropped down" onto the sds. A 10mm x 20mm sterling balloon catheter was advanced and inflated twice in an attempt to post-dilate the stent, however, this attempt was unsuccessful. It was noted that the sterling was "too small". The express stent migrated to the right atrium of the heart. The procedure was not completed due to this event. The patient was taken to surgery to have the stent removed. It was noted after surgery, the patient was in "itu" and awake. The patient died on july 7. Additional information has been requested and is not available. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal stent placement procedure, removal difficulties occurred. The target lesion was located in the pulmonary vein. The 8.0 x 20mm express vascular ld premounted stent system was advanced across the lesion. The physician inflated the stent delivery system (sds) balloon "to the advised atm on the box" and the stent deployed in the intended location. As the physician began to withdraw the sds, it became caught on the distal end of the stent. The express stent was not well apposed to the vessel wall. It was noted that the size of the pulmonary vein was "larger than the measurement suggested". During each attempt to remove the sds, the stent would "move". It was further noted that "there was no chance of wall apposition as the vessel was larger than the stent". Eventually, the stent "dropped down" onto the sds. A 10mm x 20mm sterling balloon catheter was advanced and inflated twice in an attempt to post-dilate the stent, however, this attempt was unsuccessful. It was noted that the sterling was "too small". The express stent migrated to the right atrium of the heart. The procedure was not completed due to this event. The patient was taken to surgery to have the stent removed. It was noted after surgery, the patient was in "itu" and awake. The patient died on (B) (6). Additional information has been requested and is not available. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Outcomes attrib. To ae: additional information - it was initially reported that the required intervention and hospitalization were the outcomes attributed to the adverse event. Death should have been included as well. Case as mfg report #: 2134265-2010-03324 was added in error and has now been deleted.(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)